Event description:
The customer reported non-reproducible falsely elevated troponin I results fro 3 pt samples. Two of the falsely elevated results were reported to the floor. A corrected report was issued for one of the two samples. Elevated results of the magnitude observed might lead to cardiac catheterization. There was no report of pt harm as a result of this event.